Event description:
It was reported that prior to starting the da vinci s surgical procedure, the customer experienced a system error code #23. The patient has been under anesthesia when the surgeon decided to abort the planned surgical procedure and reschedule it to a later date. No pt harm, was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #23 experienced by the customer was associated with a configured embedded serializer setup joint (cfg, essj). The embedded serializer for setup-joint is the printed circuit assembly (pca) inside a system arm that monitors the potentiometer for each of four joints and their associated backup potentiometers. The system was repaired by replacing the affected cfg essj. System error code #23 is reported by software to denote that the hardware wheel "wdog" has tripped on one of the digital communication links in the system. This means that the system cannot reliably communicate over the digital link and therefore cannot continue normal operation. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The procedure was aborted. As of 2007, there have been no reported recurrences of the issue at this hosp.